Event description:
Boston scientific received information that the patient implanted with this device system was presented in the clinic with a stimulation-like thumping sensation in the device pocket. Isometric exercises reproduced noise on the right atrial (ra) lead. One ra pacing impedance measurement greater than 2,000 ohms was observed. A revision procedure was performed. The ra lead was found to have dislodged into the device pocket. The ra lead was explanted and replaced. Once the new ra lead was connected to the device, this right ventricular (rv) lead displayed noise on the electrogram (egm) and would not pace or sense. The rv pacing impedance measurement increased to 1,300 ohms. The rv lead was disconnected from the device and tested with the pacing system analyzer (psa), with the same results. The physician believe that the rv lead may have been damaged with the needlestick to the vein when gaining access for the new ra lead. No adverse patient effects were reported during the procedure.

Event description:
Additional information was received that the lead was returned for reliability analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.